Manufacturer narrative:
The pump completed a six hour run test to try to confirm if the complaint could be verified. The customer's complaint of "the pump turns itself off and on continuously" could not be confirmed. The event logs were downloaded from the pump. After reviewing the logs it was determined that the pump alarmed e347 (software failure). The pump was continuously connected between the alternating current (ac) and battery, but the charge capacity was not enough for the pump to continue running for any length of time, resulting in the e437 error when powered on. The e437 alarm is a normal occurrence after a pump is disconnected from any power source and then powered back on. The probable cause for the alarm is determined as the battery was not charged to a capacity to function properly. The customer complaint ¿it turns itself off and on continuously" could not be confirmed.

Manufacturer narrative:
The device has been received by the manufacturer. However, the evaluation has not been completed.

Event description:
The event involved a plum a+ infusion pump. The customer reported that the pump turns itself off and on continuously. The date of the event is unknown. The status of the product at the time of the event is unknown. There is unknown patient involvement and unknown human harm.